Manufacturer narrative:
At this time, the suspect device has not been returned for evaluation. Therefore, root cause has not been determined yet. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The customer reported to vyaire medical that the vela ventilator was on a patient immediately when powered on low pip (peak inspiratory pressure), high rate, low ve (ventilation) and transducer fault occurred. The patient was being transferred to another ventilator. The customer confirmed that there is no patient harm associated with this reported event.